Event description:
According to the reporter, during a procedure, the knife trigger became stuck in the pulled position. The device was plugged into an ft10 generator at the time of the event. The surgeon clamped the device onto tissue, sealed, and cut as usual, but upon release, the cut trigger was stuck and the jaw would not open. The surgeon used a diathermy pencil to cut the device out. Once the device was removed, the scrub nurse managed to pull the handle open. The device was replaced by another product.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information received shows that this event is a duplicate of another issue reported under regulatory report #1717344-2024-01993. This file will be closed and all further updates processed under the above referenced report for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.